Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 ,the lay user/patient contacted lifescan (lfs) alleging that his onetouch ping meter displayed an error 3 message. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged issue began on (B)(6) 2015 at 4:48pm in the afternoon. The patient stated that he manages his diabetes using an insulin pump, and reportedly increased his food and/or drink consumption on (B)(6) 2015 at 4:48pm in response to the alleged issue. The patient denied experiencing any symptoms and did not specify that any further form of medical intervention was required in response to the reported issue. The patient confirmed that his blood glucose was not measured using any other device. At the time of troubleshooting, the csr confirmed that the patient's testing technique was correct and was unable to resolve the issue through training. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for an acute blood glucose excursion. However, this complaint is being reported as a malfunction because the alleged meter/product issue remained unresolved at the time of troubleshooting.